Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the steroid collar and the deformation of the distal shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of about 3 weeks, this lead was explanted due to artifacts. No adverse patient effects were reported. The dates of explant and event were not provided.